Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had disconnected from the connector of the infusion set, resulting in a leak. The patient experienced elevated blood glucose levels. It was alleged that this has occurred with multiple infusion sets from the same lot. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.